Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a clinic follow-up. Upon interrogation, it was noted that the right ventricular lead did not have capture and sensing had decreased dramatically. The clinic did not receive any alerts for the patient. The lead was repositioned successfully on (B)(6) 2020. The patient was stable.

Event description:
Correction: it was reported that the patient presented for a clinic follow-up. Upon interrogation, it was noted that the right ventricular lead did not have capture and sensing had decreased dramatically. The lead was noted to be dislodged. The clinic did not receive any alerts for the patient. The lead was repositioned on (B)(6) 2020. The patient was stable.